Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5: reference manufacturer report: 1627487-2018-01073,3006705815-2018-00237,1627487-2018-01079, 1627487-2018-01081. It was reported the patient had an infection at the lead site and the implant site. The patient went to the emergency room (e.r.) And the neurosurgeon on call explanted the entire scs system. It is unknown if cultures were obtained. The patient was admitted to the hospital and treated with antibiotics.

Event description:
Device 3 of 5: reference manufacturer report: 1627487-2018-01073,3006705815-2018-00237,1627487-2018-01079, 1627487-2018-01081. Follow up information indicated the patient's infection has resolved.